Event description:
It was reported that a patient underwent a vaginal hysterectomy on an unknown date. The patient had significant bleeding after the hysterectomy which the gynecologist thought she had gotten under control. Then, the sling procedure was performed in the hammock position laterally, into the dense connective tissue of the ischial ramus. Post-operatively, the patient was transfused with five units of packed red blood cells and was re-operated on by a vascular surgeon. The patient was found to have a large retroperitoneal hematoma extending up to the liver area. No specific source of bleeding was found and the bleeding stopped. The surgeon opines that the sling device could not have caused the event.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.